Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
The patient was discharged home on pod #10 in stable condition.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis was confirmed through observed calcification. Customer report of aortic insufficiency could not be confirmed through visual observations. As received, leaflet 1 was torn off from the returned valve; leaflet was not returned. The uneven edges were observed on the valve where the missing leaflet 1 was located. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. X-ray demonstrated heavy calcification on leaflet 3 and minimal calcification on leaflet 2. Calcification restricted leaflet mobility and led to stenosis. Leaflet 2 had a 6mm tear near commissure 2. Leaflet 3 had 7mm x 6mm tears near commissure 3 and a 10mm tear near commissure 1 calcification was evident at the tears. Serrated markings were observed on the outflow aspect of leaflets 2 and 3 near commissures 2 and 3. Sewing ring was cut off around the whole valve and the wireform was exposed along the circumference of leaflets 1 and 2 on the inflow aspect. X-ray demonstrated wireform intact. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event has been confirmed to be due to svd, as the product evaluation demonstrated leaflet tearing and calcification. These findings were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve, implanted for approximately seven (7) years and 11 months, was explanted due to severe aortic insufficiency (ai) and moderate aortic stenosis secondary to torn leaflet. Per the operative report, the non-coronary leaflet of the pericardial valve had ripped off the stent to account for the ai. It was confirmed with the surgeon that the leaflet was only torn and it was removed. The previous pericardial valve was densely ingrained into the root and it required meticulous sharp dissection to extricate it and debride the annulus. The explanted valve was replaced with a non-edwards mechanical valve. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted according once the product evaluation has been completed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve, implanted for approximately seven (7) years and 11 months, was explanted due to severe aortic insufficiency (ai) and moderate aortic stenosis. Per the operative report, the non-coronary leaflet of the pericardial valve had ripped off the stent to account for the ai. The previous pericardial valve was densely ingrained into the root and it required meticulous sharp dissection to extricate it and debride the annulus. The explanted valve was replaced with a non-edwards mechanical valve. The patient was transferred to ICU in stable condition.